Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice (hc) machine. It is unknown if the patient was connected at the time of the alarm. The alarm occurred in therapy on a previous night and the registered nurse was not near the hc at the time of the call. Troubleshooting was unable to be performed on the setup. The technical services representative reviewed possible causes of the system error 2240 alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.